Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed an unknown system error. This event occurred in the oncology department while a patient was connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d5, d9, h3, h6, and h11. Correction: h8. H11: the device was received for evaluation. An event history log review was performed, and a uso sensor failure (system error (se) 21513) was observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported se was verified. The cause of the se was due to a defective uso sensor. The uso sensor requires replacement to resolve this issue. Additionally, a door open alarm was identified when the pump was turned on. The cause of the door open alarm was due to residue on the stuck latch bar. The lvp mechanism was replaced to resolve this issue. Should additional relevant information become available, a supplemental report will be submitted.